Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and found broken presence pin on patient side manipulator 2 (psm2) and performed replacement. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The unit was tested on an in-house system and failed the normal mode. Upon visual inspection, the retention plate left presence pin was found broken. The unit was also tested on pftp and passed servo test, preload motor health check, sine cycle, clutch button check, brake spec, brake repeatability, friction test, smoothness test, backlash test, friction high speed, belt proof load test, sa plunger, engagement check, instrument sensor/engage spline check, and preload sensor check. A review of the provided image is consistent with the fse findings of broken pin on psm. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable event due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted colectoral surgical procedure, customer encountered engagement issues on patient side manipulator (psm) 2. The staff had tried to reseat the instrument, reseated the sterile adapter multiple times, and tried multiple instruments with no change. Technical support engineer (tse) recommended the staff to replace the drape however, they were unable to as the procedure was ongoing. Tse recommended the user try to reseat the sterile adapter and reseat the instrument. The procedure was completed as planned with no patient harm.